Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "encapsulated and feeling discomfort".

Event description:
Patient reported "encapsulated and feeling discomfort". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Patient reported "encapsulated and feeling discomfort". This record is for the left side. Device has been explanted and replaced.